Event description:
Reported a port leak.

Manufacturer narrative:
Taper ii. The product associated with this report was returned; however, the device analysis results are pending at this time. Based upon the implant date provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."